Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump went through batteries quickly and that it had alarmed for a failed battery test. The blood glucose reading was 116 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contacts and insert a new battery and the alarm recurred. The customer was sent a new battery cap and advised to monitor the insulin pump.